Event description:
It was reported that the t: slim x2 pump battery would not charge resulting in the pump shutting off. There was no adverse impact to the customer¿s blood glucose level. The customer attempted troubleshooting methods, including using different charging cables and adapters, but these did not resolve the issue. Technical support decided to replace the pump, informing the customer about the process and advising them to allow the original pump's battery to deplete before returning it. The customer is without a current backup therapy and has been advised to contact their healthcare provider.